Manufacturer narrative:
(B)(4). Concomitant products: delta cer fem hd 32/- 3mm t1 item# 650-1163 lot# 2015050213; echo por fmrl lat nc 12x140mm. Item# 192112 lot #478700; g7 pps ltd acet shell 58g. Item# 010000666 lot #: 39061720. Report source: foreign ¿ sweden. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reason for dislocation could not be established based on the provided radiographs. The manufacturing history records for the biolox delta femoral head and acetabular liner have been checked and verified that the components were manufactured and sterilized in accordance with the applicable specifications. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00500.

Event description:
It was reported that the patient underwent initial left hip arthroplasty. The patient experienced dislocation and subluxation which resulted in a closed reduction approximately 7 months post-op. Subsequently, 5 months later the patient underwent a revision due to dislocation.